Event description:
It was reported that during implant of the right ventricular lead two different leads dislodged. An active fixation lead dislodged, and a tined lead had normal function but did not look stable in the right ventricle due to a high level of tricuspid regurgitation. Another active fixation lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. (B)(4) the full lead was returned, analyzed and no anomalies were found.